Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had network connectivity issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was a network connectivity issue. A field service engineer arrived at the station and confirmed that the network cable was properly connected. An initial login attempt failed, so the station was restarted. A fse logged directly into care fusion admin, accessed the network settings, and found that the internet protocol address, domain name system, and gateway were missing. The dynamic host configuration protocol option was enabled to automatically assign an internet protocol address. The network adapter was disabled and re-enabled. In the network interface card settings page, dynamic host configuration protocol was confirmed, and the machine was restarted. After waiting for a connection to establish, field service engineer used their computer to access remote support service and successfully remoted into the station. The application was opened, and it was confirmed that the network icon was still not displayed. The engineer dialed into the station remotely and verified that it was accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had network connectivity issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.